Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# v513037, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-33, lot# v513037, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-33, lot# v513037, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-33, lot# v513037, implanted: (B)(6) 2010, product type: lead. Product ID: 37092, lot# 236730002, implanted: (B)(6) 2010, product type: accessory. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
The consumer reported that the patient was having difficulty controlling the intensity in his legs. He noticed that the unit was getting old. The patient kept it at his normal stimulation level, but then it would escalate by itself. It would take a while for the patient to get the unit to "simmer down." He was unsure if the unit was malfunctioning. It was further reported that the manufacturer representative reprogrammed the patient's ins and it was resolved. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included chronic low back pain.